Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), when positioning the device in the right ventricle was confirmed, patient experienced long pauses, flatline and the blood pressure dropped. Leadless ipg was never fully deployed. When contrast was injected to assess position, contrast did not dissipate but on echography there was no apparent effusion and there was absence of contractions noted. Leadless ipg and delivery system were removed and temporary pacemaker was placed, however blood pressure kept dropping. Cardiopulmonary resuscitation was performed. After ten minutes, patient was pronounced dead.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2vr01-delsys] (serial: (B)(6); d9: <(><<)>no>  dev rtn to MFR? <(><<)>no>. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.